Event description:
The dual-lumen PICC has been reported to leak where the two ports split. The catheter was placed on (B)(6) 2023. PICC was removed and replaced with a different PICC with an over the wire exchange. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen PICC for analysis. Signs of use in the form of biological material were observed. It was noted that the catheter body was severed at the 50cm marking. Visual analysis revealed that the proximal extension line had separated from the juncture hub. A portion of the extrusion was still molded within the juncture hub. The separated extension line was not returned for analysis. Microscopic examination confirmed the damage and revealed that edges were smooth and uniform. It was also observed that the extension line was severed below the proximal lip of the juncture hub. The inner diameter of the proximal extension located within the juncture hub measured 0.057", which is within the specification limits of 0.055"-0.059" per the proximal extension line extrusion product drawing. The proximal extension line outer diameter could not be accurately measured as it was located within the juncture hub. Dimensional analysis could not be performed on the rest of the severed extension line as it was not returned. A lab inventory arrow raulerson syringe filled with water was attached to the distal extension line and flushed. No leaks or blockages were observed as the line flushed as intended. Performed per IFU, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". Functional analysis could not be performed on the proximal line as it was not returned. A manual tug test confirmed the distal line was fully secured within the juncture hub and luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not clamp extension line in close proximity of the extension line hub to reduce the risk of component damage". The report of an extension line/juncture hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had separated from the juncture hub. A small portion of the extrusion was still inside the juncture hub. Despite the damage, the sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the observed damage, the probable root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The dual-lumen PICC has been reported to leak where the two ports split. The catheter was placed on (B)(6) 2023. PICC was removed and replaced with a different PICC with an over the wire exchange. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).